Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe performed several lld checks in diagnostic software and was able to reproduce lld errors for positions 1, 3, and 4. The fe replaced the tube lifters for those positions. Calibration for x-arm to primary rack x, y, and z positions was performed. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem. The instrument is now performing as expected.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc complaint number (B)(4).